Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving compounded baclofen (unknown dose and concentration) via an implantable pump. It was reported that on (B)(6) 2016, the patient experienced no more effect of baclofen therapy/therapy failure and was referred for second opinion, a catheter problem was suspected and the decision was made to implant a new pump and catheter. The pump was explanted, replaced and would be returned, unfortunately no catheter was available for analysis as it was cut loose and came out in too many parts. It was unknown as to what factors may have led or contributed to the issue. No diagnostics/troubleshooting were reported as patient came from another clinic and no records were kept. At the time of this report, the issue was resolved and patient status was "alive - no injury".

Manufacturer narrative:
Concomitant product(s): product ID: 8731, lot# serial# unknown, product type: catheter. The device delivered baclofen with a concentration of 1000 mcg/ml at dose of 52.0 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.